Event description:
Patient's wife reports patient was admitted to hospital in the morning due to insulin pump disconnecting in the night while he was sleeping and his blood sugar increased to 598 when he tested it at home. Blood sugar was 700 when hospital took it.